Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, complication in site preparation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, increased sensitivity, mobility.